Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed where the ra and rv lead was were surgically abandoned. It was noted that the rv lead was fractured. New ra and rv leads from another manufacturer were sucessfully implanted. No additional adverse aptient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon review of the remote home monitoring data, the clinician noted oversensing of noise on the right ventricular (rv) and right atrial (ra) channels. An inappropriately stored non sustained event was stored on the rv channel due to the noise. The ra oversensing was storing high rate events. It was noted that the patient has an underlying ventricular rhythm. The rv lead has also exhibited low impedance measurements of 230 ohms. Boston scientific technical services (ts) suggested further testing. The clinic believes that the leads have insulation damage. The patient did present to a satellite clinic, where a field representative from another manufacturer did a device interrogation. However, the clinician noted that not all appropriate lead testing was performed during that device check. They will be having the patient come into the clinic in the future. At this time the leads remain in service and no adverse patient effects were reported.